Manufacturer narrative:
Complete initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 10 days of intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. The customer verified there were no kinks in any cords and all connections were secure. The inner lumen was not transduced when the iab was inserted and the patient did not have an alternate line. It was explained that it was possible to run the pump as is and reviewed the differences in doing so. The customer placed the pump into semi-auto ECG mode and removed the fiber optic cable to stop the alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The sheath was covering the rear tamper end of the membrane. The original 0.025¿ guidewire was also returned and inserted through the iab. The guidewire was kinked and unraveled at the non-j tip end. Further visual examination found that the optical fiber was broken within the membrane at approximately 25.9cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A 0.025" laboratory guidewire was inserted through the inner lumen and was found to be occluded with blood. Occlusion cleared. The optical fiber was found to be broken, confirming the reported problem. However, we were unable to determine when this may have occurred. We were unable to duplicate the clinical settings. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).